Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.the patient was fine and no medical intervention was required.

Event description:
It was reported that during a crtd implant, the cps luminary catheter dissected the coronary sinus, preventing implant of the left ventricular lead. The patient was fine and no medical intervention was required.